Manufacturer narrative:
As the device was in specification and did not show any deviation that could cause the reported incident, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The interval of the supplier maintenance was exceeded by one year by the customer. Although no deviations were found in this case, it cannot be excluded in general that any deviations may remain hidden if this maintenance specification is not complied with, and that possible risks may therefore arise.

Event description:
Distributor informed our service department on the 24th of march that one of our products was involved in a case where a laceration occured.